Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The rep reported that the patient was charging too often. The rep noted that the patient was in overdischarge for approximately 3-4 years and the overdischarge recovery was successful. It was also noted that the patient had a revision shortly after implant and didn¿t need the device after that revision, but they were using it again now and indicating the ins was dead after only 3 days. The rep did a therapy impedance check and the value was: 2+ 7- 8- 3.1v, 150 pw, 260 rate, on only at night. The recharge interval calculation was 40.07 days. An electrode impedance test showed contacts 0, 3, 4 and 6 were well over 10 ,000 ohms. The rep reported that the patient was using group b which didn¿t use any of the high electrodes. The rep removed groups a and c which were using some of the high electrodes. The rep reported that the patient was getting great coverage in their foot. It was reviewed that the ins depletion behavior was likely due to the length of the overdischarge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the recharging every 3 days was unknown. The rep reported that the patient was being referred for neurostimulator (ins) replacement. No further complications were reported.